Event description:
Per importer's MDR: (B)(6) 2012 -(B)(6) -the dealer reported that the insignia mechanical wheelchair had four crossframe assembly support brackets broken. There was no reported injury.